Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy to remove essure devices). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, genital haemorrhage, dyspareunia and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, dyspareunia, genital haemorrhage and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: her fallopian tubes were occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains') and genital haemorrhage ('heavy bleeding') in a 24-year-old female patient who had essure (ess205) (batch no. 621674) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complications from essure removal procedure yes". The patient's medical history included obesity, anxiety, tobacco abuse, morbid obesity, uterine bleeding and erythema. Concurrent conditions included nabothian cyst and penicillin allergy. Concomitant products included ibuprofen since (B)(6) 2019 for abdominal pain lower, antibiotics for bladder disorder nos and urinary tract disorder and sumatriptan for migraine headache. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping,pain lower stomach"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight increased ("weight gain"). In (B)(6) 2007, the patient experienced alopecia ("hair loss"), hirsutism ("hair growth"), hot flush ("hot flashes") and mood swings ("mood swings"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia )"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia )"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes") and migraine ("migraines / headaches"). On (B)(6) 2015, the patient underwent bladder repair ("bladder repair") and experienced endometriosis ("endometriosis"), 8 years 6 months after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse / dyspareunia,"), cystitis ("bladder infections") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy,unilateral salpingectomy/robotic assisted laparoscopic hysterectomy with bilateral salp). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, alopecia, fatigue and cystitis had resolved and the genital haemorrhage, dyspareunia, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, hirsutism, hot flush, mood swings, migraine, nausea, vaginal discharge, weight increased, bladder repair and endometriosis outcome was unknown. The reporter considered abdominal pain lower, alopecia, bladder disorder, bladder repair, cystitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, hirsutism, hot flush, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted as per pfs were hysterectomy with unilateral salpingectomy done only. Current weight: 240 lbs. Essure coils identified in cornua of uterus.gc/chlamydia ¿ negative was treated for possible pid due to pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: results: her fallopian tubes were occluded, total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, migraine, pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 16-sep-2019: plaintiff fact sheet and mr received: lot number was added. New events: abnormal bleeding (vaginal, menorrhagia), bladder /urinary problems or changes, dysmenorrhea, fatigue, hair loss, hormonal change: hair growth /hot flashes/mood swings, infection: bladder infections, migraines / headaches, nausea, vaginal discharge, weight gain, complications from essure removal procedure yes, bladder repair and endometriosis were added. New reporter, patient demographic information, concomitant condition ,lab data, concomitant medication, essure start stop date were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains') and genital haemorrhage ('heavy bleeding') in a 24-year-old female patient who had essure (ess205) (batch no. 621674) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complications from essure removal procedure yes". The patient's medical history included obesity, anxiety, tobacco abuse, morbid obesity, uterine bleeding and erythema. Concurrent conditions included nabothian cyst and penicillin allergy. Concomitant products included ibuprofen since (B)(6) 2019 for abdominal pain lower, antibiotics for bladder disorder nos and urinary tract disorder and sumatriptan for migraine headache. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping,pain lower stomach"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight increased ("weight gain"). In (B)(6) 2007, the patient experienced alopecia ("hair loss"), hirsutism ("hair growth"), hot flush ("hot flashes") and mood swings ("mood swings"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia )"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia )"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes") and migraine ("migraines / headaches"). On (B)(6) 2015, the patient underwent bladder repair ("bladder repair") and experienced endometriosis ("endometriosis"), 8 years 6 months after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse / dyspareunia,"), cystitis ("bladder infections") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy, unilateral salpingectomy/robotic assisted laparoscopic hysterectomy with bilateral salp). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, alopecia, fatigue and cystitis had resolved and the genital haemorrhage, dyspareunia, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, hirsutism, hot flush, mood swings, migraine, nausea, vaginal discharge, weight increased, bladder repair and endometriosis outcome was unknown. The reporter considered abdominal pain lower, alopecia, bladder disorder, bladder repair, cystitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, hirsutism, hot flush, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted as per pfs were hysterectomy with unilateral salpingectomy done only. Current weight: 240 lbs. Essure coils identified in cornua of uterus.gc/chlamydia ¿ negative was treated for possible pid due to pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: results: her fallopian tubes were occluded, total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, migraine, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: quality safety evaluation of product technical problem. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.